Event description:
It was reported via repair work order that the bed exit was not working due to shorting out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.